Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another 5x220mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.